Manufacturer narrative:
Insulin pump had blank display due to moisture damage on lcd board. Unable to perform unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Unable to verify unexpected restart error alarm due to blank display. Pump had corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and alarmed unexpected restart. The customer¿s blood glucose level was unknown at the time of the incident. Son stated there was an unexpected restart alarm following the return of the display. Customer is not calling back after receiving a new battery cap. The customer was assisted with troubleshooting and the display did not return. After completing unexpected restart alarm troubleshooting, the alarm occurred again. Self-test was completed. The insulin pump will be returned for analysis.